Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth, weight and ethnicity/race were not provided for reporting. (B)(4), the lot number was not reported. Device is not expected to be returned for manufacturer review/investigation. The product was requested from the consumer. Device evaluation/investigation could not be completed; no conclusion could be drawn as product has not been returned to the manufacturer. The lot number was not reported therefore the manufacture date is unknown and the device history records could not be reviewed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported that the listerine ultraclean access flosser head fell off the handle. There was no adverse event associated with this report.